Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was completed with a prostar xl, via an 8f sheath, prior to an endovascular aneurysm repair (evar) procedure. The sheath was upsized to 20f and the evar procedure was completed. Reportedly, the prostar xl knot would not advance. A cut down was performed and hemostasis was achieved surgically. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficulty to position the knot could not be determined. The treatment appears to be related to procedure circumstance. Unused, sterile prostar devices were returned and were successfully tested; no malfunction was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.